Event description:
The customer alleged they received questionable results for multiple assays on their e602 analyzer. The units of measure were requested but not provided. The first patient had an initial total prostate-specific antigen (tpsa) result of 76. The repeat result was 26. A second patient had a (B)(6) test give a result of (B)(6) and the repeat result was (B)(6). Information on the specific (B)(6) test used was requested but not provided. A liquid flow cleaning was performed. On (B)(6) 2014, the customer experienced quality control problems, but the nature of the issue was not provided by the customer. The field service representative went on site and adjusted the sample probe. The customer stated that on (B)(6) 2014 they had two discrepant psa results and a discrepant osteocalcin result. Information on the results was requested but not provided. The field service representative went on site and replaced the sample probe. The customer stated that on (B)(6) 2014 they had a sample that gave a discrepant result for a (B)(6) test, information on which (B)(6) test was requested but not provided. The patient's initial result was (B)(6) and the repeat corresponded to a (B)(6) patient. On (B)(4) 2014, the field service representative replaced the measuring cells. The customer stated that on (B)(6) 2014, the customer had a few more discrepant results. Additional details were requested but not provided. The customer stated that on (B)(6) 2014, they received 22 discrepant results for psa, ferritin, and vitamin b12. Additional details were requested but not provided. The customer decided to stop using the analyzer. It was noted that on (B)(6) 2014, the humidity level was never higher than 20%, which is not following the humidity recommendations in the operator's manual. Information on whether any results were reported outside the laboratory was requested but not provided. Information on whether there were any adverse events was requested but not provided. The tpsa, (B)(6), osteocalcin, ferritin, and vitamin b12 reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).